Event description:
Add'l info received from MFR 11-1-02: pumps were not isolated by serial number, therefore testing can not be done. Because there are three options for the user to choose when programming the pump, (rate, volume, duration), the manual states that changing any one parameter will result in the other parameters automatically being computed.

Event description:
There have been four instances within a four to five month period of IV medication infusing too rapidly and the pts receiving a large dosage of medication within a short period of time. All medications were infused via the abbott plum a+ pump. During the initial investigation, it was thought that the events were due to user error. However, it was determined that this was not the case in subsequent events. It now appears that there may be a problem with the abbott pump.